Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels and diabetic ketoacidosis (dka). Reportedly, elevated bg levels are due to the customer having kidney stones. Customer was hospitalized for 3 days due to dka. Customer stated that while they were hospitalized their bg levels lowered to 60 mg/dl. Customer was treated with sugar, glucagon, and soda to stabilize blood glucose levels.